Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not wear a mask. It was not reported if the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with injection ceftazidime (500 grams, route, frequency, and duration not reported) and injection amikacin (125 milligrams, route, frequency, and duration not reported) for the peritonitis event. Dianeal therapy was ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). It was reported that, on an unreported date, the peritoneal dialysis therapy was discontinued due to an unrelated event (reported as an exit site infection). The patient was scheduled to have the catheter removed and reinserted it after three months. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.